Manufacturer narrative:
The valve was ultimately implanted successfully with good patient outcome. As such, no device deficiency is suspected. Furthermore, the surgeon indicated that the event may be attributable to manipulating the heart during the de-airing process, and the too-high placement of the guiding sutures in the patient's annulus. Based on this information, the event can reasonably be attributed to procedural/user error and no further investigation is warranted. It should be noted that the precautions in the perceval IFU state that "manipulation of the heart ... Should be done gently .... [As] these maneuvers may lead to unknown effects on the implanted valve, including displacement and folding". The possibility of dislodgement due to manipulation is therefore clearly captured in the IFU. This MDR has already been submitted july 12, 2018 and resubmitted due to failed 3rd acknowledgment (d5). Device still implanted.

Event description:
A medium perceval valve was implanted in the aortic position via full sternotomy for an isolated aortic valve replacement. Three guiding sutures were placed just below the annulus and ballooning was performed after valve implant. The cross clamp time was 32 minutes. While coming off pump, the anaesthetist reported signs of aortic insufficiency on ultrasound. The patient was placed back on pump, and it was identified that the valve was sitting above the annulus and not intra-annularly. The valve was removed and re-implanted off label. The valve position was inspected, and it was observed that the leaflets were coapting evenly. Ballooning was again performed. The aorta was closed, and the second cross clamp time was reported to be 38 minutes. The patient was weaned from bypass, and the valve was reported to be well placed and no aortic insufficiency was seen. The gradient was measured as a peak of 7 and a mean of 3 mmhg. Post-procedure, the surgeon reported that he thought the valve may have moved when manipulating the heart during the de-airing process, and that his sutures may have been too high. The patient was extubated and doing well one day post-procedure, but had av block iii at the time of follow-up.